Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the suture trimmer did not work. The thumb knob could not be retracted so the suture was not captured in the suture gate. The physician did the knot manually and applied manual compression for hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported thumb knob could not be retracted on the gated suture trimmer could not be confirmed as the returned gated suture trimmer knobs functioned as expected. The reported failure to achieve hemostasis could not be replicated in a testing environment as the it appears to be related to procedure circumstance. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the puncture location. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.